Event description:
It was reported to bsc/target that during the procedure the spinnaker flow directed 1.5 f-l system with hydrolene leaked at 10-cm from the tip due to a pinhole. The condition of the patient was not affected by event.